Event description:
It was reported that during a ptca procedure for instent restenosis of a svg, the balloon ruptured on the second inflation. The physician experienced removal difficulties and the shaft broke during removal and was retrieved with a snare. Patient status is listed as "okay".